Event description:
It was reported that (2) devices were used during a bowel resection. It was reported by the affiliate that the tlc55 instrument after reload has no function. Another instrument was used to complete the case. There was no consequence to the pt.